Event description:
Complainant alleged that the device will not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp evaluated the device and the device performed to spec. Review of the activity logs indicated that the batteries were low, which confirms the error code 289 specifically state battery life exceeded. Therefore device performed to spec. New batteries sent w/the device. Analysis for reports of this type has not identified an increase in trend.